Event description:
It was reported that surgical technician broke thumb screws while setting up for surgery. Different set was used and no patient was involved.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found 44 similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the thumbscrew was overtightened, causing it to break. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.